Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned to manufacturer for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Complaint was forwarded to production operations based on complaint's description. The non-functional strip(s) is mechanical damage to the test strip surface, preventing proper contact with the meter. This is an indication the meter contacts are scratching the test strip(s) blocking the signal to the meter that tells the meter to wake up. Internal evaluation has been completed and root cause selected. No abnormalities observed with retention samples. Rc-097: abnormalities in the test strip port. Note 1: this complaint event took place outside of the united states (united kingdom). Note 2: manufacturer contacted patient in a follow-up call on 22-nov-2024 to ensure the replacement products resolved the initial concern - able to establish contact with patient who stated replacement products resolved initial concern.

Event description:
Patient reported complaint for the true metrix blood glucose test strips. The patient emailed to say he bought two boxes of true metrix test strips in a local pharmacy, as he always does, and the test strips from one of them is not turning on the meter when it is inserted, yet it does with the other box. Upon further inspection by the patient, he notices a difference in the markings on the part that goes into the meter between the test strips that do work with the meter and the ones that don't. Patient did not inform that a serious injury or event occurred, patient concern was for the difference between the test strips.